Event description:
It was reported that the pump had a bad power supply, bad plunger sensor, and needs new plunger assembly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Manufacturer narrative:
Other, other text: b3: date of event: updated. B5: additional information: the event did not occur while in use with a patient. No patient injury was reported. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found the tamper seal removed on the bottom case and plunger assembly. Physical condition found missing right plunger case (components inside) also found contamination on the power supply and missing battery. The cause of the reported problem was found because of the annual preventive maintenance reminder. Repairs done to correct the reported problem were replace plunger assembly, power supply and battery. Performed preventive maintenance and all functional testing. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year and no indication of a service issue during the investigation.